Event description:
Mother reports that her daughter has worn contacts for 5 years, but recently experienced some of the same symptoms that were mentioned in the amo recall letter to include: light sensitivity, tearing, and eye pain. The daughter is currently under a doctor's care and has been advised to follow up in 1 year. Daughter printed recall letter off internet, and mother is following up as advised in letter by making this report on daughter's behalf.